Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or read ¿high.¿ the customer resolved the issue by changing the infusion set and cartridge and resuming insulin, and no additional assistance was necessary.